Manufacturer narrative:
(B)(6). Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (1.0 mg/ml at 0.048 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was bending over around (B)(6) 2018 and felt a pop in her abdomen. The next day she started to experience withdrawal symptoms. The managing hcp tried to aspirate the catheter and was unable to do so. The patient had a revision done on (B)(6) 2018. The pocket was surgically opened and the pump had flipped numerous times, thereby wrapping the catheter around the connector. The wrapped portion of the catheter was removed and replaced. The catheter was aspirated and reprimed. The issue was considered resolved. The patient's weight was unknown and the patient's status at the time of the report was alive - no injury. No further complications were reported.